Event description:
Caller reported a minimum fill notification. There was no reported impact to the customer¿s blood glucose level. The caller was instructed to remove the pump from its case and to clean the pneumatic tap area with an alcohol wipe or lint-free cloth. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.